Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sealing ring was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical component problem. The most likely cause is impact, dropping, shock or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: in IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device¿s ceramic head was broken. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section h11 (additional manufacturing narrative) of the initial MDR report submitted as clarified during investigation. Please refer below to the updates in the investigation. Additionally, please refer to h6 coding for component code- updated from g04064, g04113, g04075 to code g04129. The correct component code is g04129 (tip). Refer also to g2 and h3 for updates. Updated information per the investigation results: device evaluation and inspection revealed that the ceramic head (insulation beak) was broken during the service inspection. Based on the investigation, the reported issue of ¿ceramic head was broken ¿was confirmed. A definitive root cause of the failure cannot be conclusively identified. The probable cause could be due to impact, stress applied to the device, mechanical damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional info from customer.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to h6. Investigation conclusions from d15 to d02.

Event description:
No additional information from customer.